Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws weren't closing properly and the device wasn't coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. On microscopic inspection, it was observed that the heater wire on the hot jaw appeared flexed but remained attached to the tip and base. Charred tissues were evident on the jaws. The silicone insulation on the lower part of the cold jaw had a crack and the part next to it was peeled and detached. The detached portion was not returned to the factory. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open but does not close properly. The jaws did not match up and align. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure to cut. The resistance value was measured at 0.678 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (6) repetitions using "max life test method" (bacon test). The device was not able to transect the tissue. Based on the returned condition of the device and the evaluation results, the reported failures mechanical issue & failure to cut were both confirmed. The analyzed failures material twisted/bent and peeled were both confirmed as well. Specific actions for the analyzed failure material twisted/bent are being maintained and documented under maquet¿s crf system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws weren't closing properly and the device wasn't coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.